Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "the display failed while a patient was being ventilated. Device has alarmed. Error not reproducible. Test run ok. "

Event description:
Hamilton medical ag received the following event description : "the display failed while a patient was being ventilated. Device has alarmed. Error not reproducible. Test run ok. "

Manufacturer narrative:
Hamilton medical ag received the log files of the device and analyzed. According to the log files, "loss of mains power supply" alarm occurred during standby. No technical faults was recorded in the log files. Neither harm to patient, user or third party nor a treatment delay was reported because ventilation was on standby. The device was checked by the partner technician using the service software. Through these tests it became clear that the power supply unit could no longer charge the batteries and could also no longer supply any other voltages. The power supply was replaced, all functions of the ventilator were checked using the service software, the device was found functional and was released by the partner technician. No technical issues have occurred since then.